Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. It was reported that the customer's highest blood glucose (bg) level read high on the meter. The bg level was addressed with a manual injection. The customer reported having ketones. Reportedly, the customer was able to load a cartridge successfully.